Manufacturer narrative:
The event was reported by the user facility to the national authority only - draeger was not involved in device check or analysis of the reported event. Even on request, no further information could be obtained. The user facility report indicates a production date of february 2019 but no device serial no. Was provided - there is no service/maintenance contract with draeger. Due to the very little information the manufacturer is not able to investigate or to draw a conclusion about the root cause of the event or if appropriate measures and repairs have been performed after the event. No reliable conclusion can be given - the case was closed due to insufficient information. The unique device identifier (UDI) of the affected product could not be determined due to the missing serial number of the device. We will request the serial number from the customer. If this attempt leads to an UDI, we will add it in our follow-up report.

Event description:
It was reported that during use on patient - after 10 minutes of use - the ventilator alarmed and displayed a technical failure message. The users tried the resolve the issue by switching off and on the device without success - the ventilator was replaced. No injury or serious impairment of patients health was reported.